Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indication of particulates under both pump door catch posts. A simulated therapy was initiated and completed on the cycler without complication. There were no fluid leaks found in the test cassette. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal inspection of the cycler was performed with no discrepancies found. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalization for hyperkalemia. It was reported the patient did not perform pd treatment for 2 days in a row prior to the hospitalization. The cycler cannot be excluded as a contributory factor in this event due to the allegation the cycler was not working. However, the patient¿s non-compliance to alternative pd treatment is also a concomitant factor in this event. It is well known that patients with esrd on dialysis who miss pd treatments are at risk for hyperkalemia due to kidney disease process. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse contacted customer support and reported that a patient on peritoneal dialysis (pd) was in the hospital for high potassium (hyperkalemia). The nurse requested a replacement cycler during the call but did not report any specific device issues. Upon further follow-up, it was reported the hyperkalemia was caused by the patient not performing pd treatment for 2 days in a row prior to the hospitalization. The nurse stated the patient reported the cycler was not working but the patient did not specify what the issue was which resulted in the nurse requesting the device be replaced. The nurse stated the patient is assisted by their child to perform pd treatments and that they are trained on manual pd exchanges in the event of any cycler issues. However, the nurse stated the patient was noncompliant with the alternative treatment option and subsequently required hospitalization. Details surrounding the patient¿s hospitalization are unknown as the hospital discharge summary is not available. However, it was reported the patient continued pd therapy during hospitalization with a hospital cycler. The nurse reported the patient is recovering. The nurse indicated the patient¿s child confirmed receipt of the replacement cycler and the patient is to resume pd treatments at home.